Manufacturer narrative:
(B)(4). Info not provided during initial contact.

Event description:
It was reported that the 4-40 stud broke as the customer was disassembling the instrument after a case. There was no pt involvement.